Event description:
Consumer reported experiencing an allergic-type reaction after using product on two separate occasions. He explained that he used the first condom out of the box in question on 3/22/97. Immed. After application, he experienced a burning sensation of the tissue inside his penis approx. 3/4 of its length. He also experienced inflammation of the tip of the penis. He also had burning with urination which lasted for a week. On 3/24/97 he was seen at the health facility where a sample of urine was collected. Sample came back negative. Consumer reported he used the second condom from the box in question on 4/19/97 and experienced the same symptoms as the first time. He was seen on this same date a culture was done but he has not received results yet. Consumer said he has used this same brand of condom consistently for the past two years with no problems. His wife purchased the box in question at the end of march, and he noted that the condoms from this box have been individually wrapped in plastic as opposed to the condoms he has used previously which were wrapped in waxed paper. He said there was nothing unusual about the appearance of the condoms in question. Neither he nor his wife has used any unusual soaps, etc. Prior to intercourse. He also reported that he had put the individually wrapped condoms in question in a drawer with other condoms but he is sure the two condoms he had the problem with came from the box purchased in march because they were wrapped in plastic and not waxed paper. Consumer said both physicians he saw told him that he had some type of reaction to the spermicide in the condoms, and advised him to drink cranberry juice and take aspirin or ibuprofen.